Event description:
It was reported that the device exhibited a proximal occlusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the cam flex sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.